Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed and "service required" codes were found in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.